Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant not fully crossing the si joint.

Event description:
In (B)(6) 2015, the patient underwent a right side si joint arthrodesis where three implants were placed. The patient presented to the surgeon a few weeks later with knee complaints that she did not have before. The surgeon determined that one of the implants was not fully across the si joint. In (B)(6) 2016, the surgeon performed a revision surgery where she removed the middle implant that was not fully crossing the si joint and added two additional implants. No other pre-existing implants were adjusted or removed. The status of the patient following the revision is not yet known.

Manufacturer narrative:
The patient had continued pain complaints following the first revision surgery in (B)(6) 2016 and requested that the remaining initial implants be removed. In (B)(6) 2016, a different surgeon performed an additional revision surgery where he removed the two remaining implants from the initial surgery. The implants were removed with considerable effort as they were solidly fixed in bone. The implants that were added during the first revision surgery were not adjusted or removed. The status of the patient following the revision surgery is not yet known.